Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01098-100. Section d4, model #, of the initial medwatch report should have stated: v+c, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) could no longer be duplicated or confirmed. The asp advised ventec that they determined that the waveform was abnormal due to leakage from the test lung and not due to a device malfunction. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was asp operator error and not the result of a device malfunction.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.